Event description:
The following description of the event was copied from a ventilation complaint form submitted by the foreign distributor on behalf of the foreign user facility. "Customer is complaining about some strange problems occurring with new vela units installed this year. It seems that the velas (more than one, actually) alarms without any evident reason. The alarm is "pt circuit disconnection". It is also reported the false alarm could occurs with a cycle of around 30 sec". It was also reported that there was no pt harm and that the pt was removed from the device and placed on another device.

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report ot the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). Carefusion is in the process of gathering additional info regarding the reported event, disposition of the pt and info on any eval of the device by the distributor in italy.